Event description:
Rptr received electric shock therapy in 1973. Caused severe memory loss some of which has not returned. Trouble with spelling and speech, trouble with short-term memory. Destroyed sense of direction, which is still a problem. Could never return to work; destroyed a good career. Did not help depression, which remained. In 1995 had testing, including MRI, which showed brain damage.